Event description:
It was reported through the filing of a lawsuit that allegedly the devices subsequently dislodged, malfunctioned and/or failed causing injuries to the patient and requiring their surgical removal and replacement on or about (B)(6) 2016.

Manufacturer narrative:
An event regarding disassociation involving an lfit anatomic v40 femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. However, the subject device has been identified to be within scope of the CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
An event regarding disassociation involving an lfit anatomic v40 femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: although the lot was not provided, the lots associated with the reported device description, date of implant and failure mode have been determined to be subject to the recall. The subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall (B)(4) was initiated for the lfit v40 cocr heads on 27-january-2016 due to the occurrence rate for taper lock failure in the risk management files. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the devices subsequently dislodged, malfunctioned and/or failed causing injuries to the patient and requiring their surgical removal and replacement on or about (B)(6) 2016.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the devices subsequently dislodged, malfunctioned and/or failed causing injuries to the patient and requiring their surgical removal and replacement on or about (B)(6) 2016.